Event description:
There was "no support" using the 8 fr. Stylet wire. The wire and the iab was removed and a second iab was inserted into the pt. The stylet wire was not returned to datascope for evaluation. The wire was discarded by the facility. Event complications: unknown - reported 9/29/98. Pt's current status: unk - reported 9/29/98.